Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. A review of the device logs confirmed reported pressure alarms. The investigation determined that the reported event was due to water contamination of the expiratory flow sensor. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not yet finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a high pressure error message with no reported air flow. There was no patient injury reported as a result of this incident.